Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation and is unable to enter MRI mode due to high impedances on their lead. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The event of autoreducing was reported to abbott. Diagnostic report indicates high impedances on contacts 8-16. Patient currently only has left sided coverage for therapy. Ipg 3.0v. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.